Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results with inratio2 meter compared with the lab for two patients. Results as follows for lot#247451: date; (B)(6) 2011, patient: mother (mother just started using the inratio2), inratio2 results: 3.8, 5.0, date: (B)(6) 2011, patient: mother, inratio2 results: 3.7, coagucheck meter: 3.1 (mother was tested five minutes later using a fresh finger-stick), date: (B)(6) 2011, patient: daughter, inratio2 results: 3.4, coagucheck meter: 2.6. Results as follows for lot#248203: date: (B)(6) 2011, patient: mother, inratio 2 results: 4.5. Target range for mother and daughter is (2.0-3.0).